Manufacturer narrative:
(B)(4): lead model 3080, lot# l93045, implanted: 2001-(B)(6), explanted: na; extension model 3095-10, serial# (B)(4), implanted: 2001-(B)(6), explanted: na; programmer model 3031a, serial# (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient also thought that the neurostimulator had to be replaced because the battery was dead.